Manufacturer narrative:
(B)(4). Follow-up information received indicated that the issue did not occur during an intervention. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 3- lumen catheter with all three hubs detached from their extension lines. Only the brown hub was returned. Microscopic examination of the separated edges revealed scrape marks. A piece of the extension line extrusion was observed inside the returned hub. The end of the distal line extrusion appears to have been partially cut and then torn. The ends of the medial and proximal lines appear to have been cut. Based on length measurements, sections of each line appeared to be missing. A review of manufacturing records did not yield any relevant findings. Since it was reported that the cut was observed during a dressing change, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the dressing was being replaced a cut was noticed between the distal lumen and the brown screw thread.